Event description:
It was reported by customer that straight from the bag, has not been used and it snaps, brakes with movement. Additional information received 12/13/2024: it was reported chemo had to be held, patient came to the emergency room to have the tubing replaced and chemo started. No harm to the patient. Customer states you can grab a new package and bend at the port side and it breaks when you bend it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.